Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced diabetic seizures and the parent stated that when this happened, the cgm was reading 72 mg/dl. After the parent provided glucose to the patient a fingerstick was done and the blood glucose reading was 32 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.